Manufacturer narrative:
Continued from block: off-label, unapproved or contraindicated use (use in ascending arch).

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment a ruptured anastomotic site in the proximal region of a previously implanted aortic arch replacement. It was noted that the 150mm valiant device was modified by cutting it down to 100mm and reloading it back into the delivery sheath. It was also noted that the previous aortic arch replacement was performed to treat a dissection. It was reported that blood flow was observed at the rupture site. An intervention was performed. The physician requested another 100mm device but none was available, so a 150mm device was again modified and used in the same manner as the index procedure. It was also noted that target lesion was in the proximal area, and the approach had to be made by crossing the aortic valve and delivering both tips of the guidewire and the delivery sheath into the left ventricle. The stent graft was deployed while the guidewire and the delivery sheath were placed in the left ventricle. The patient¿s vital signs became unstable as soon as the device was implanted, and the patient went into cardiac arrest. Immediately, percutaneous cardiopulmonary support (pcps) was used to secure circulation. Angiography was performed for the left ventricle and the coronary arteries; however, no significant issues were noted. Although the cause was unclear, cardiac tamponade was highly suspected. An echocardiography was performed to examine inside the thoracic cavit y, and a mass that looked like hematoma was detected. Because possible bleeding was noted while attempting drainage from the diaphragm, thoracotomy was performed immediately. A perforation with the size of approx. 1cm was found on the left ventricular wall. Although difficulty was encountered during bleeding control of that site, eventually the chest was closed with the use of pcps, and the patient returned to ICU. The patient expired the next day. The physician stated that the cause of the event could not be determined. However, it was noted that the possibility of the guidewire or the delivery sheath placed in the left ventricle causing the perforation of the left ventricle could not be denied. It was also noted that the cause of death was cardiac arrest caused by cardiac tamponade; and that the patient was treated with pcps, but the bleeding became uncontrollable. No additional clinical sequelae were reported.